Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels rose to 14 mmol/l ( mg/dl) while wearing the pod for less than 1 hour. When the pod was removed from the infusion site (unspecified), the needle had not retracted, the cannula was partially extended and the pink slide did not move forward; indicating a needle mechanism failure. As treatment, a new pod was applied.

Manufacturer narrative:
Submitting correction supplemental to correct b5 where it includes the converted blood glucose value.

Event description:
It was reported that the patient's blood glucose levels rose to 14 mmol/l (252 mg/dl) while wearing the pod for less than 1 hour. When the pod was removed from the infusion site (unspecified), the needle had not retracted, the cannula was partially extended and the pink slide did not move forward; indicating a needle mechanism failure. As treatment, a new pod was applied.